Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12843. It was reported that noise on ra and rv leads were observed. Multiple noise reversion and auto mode switch (ams) were also noted. The noise was reproduced via isometric testing. The patient is not pacemaker dependent. Programming changes were made. The patient was stable and being monitored.